Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough ns, floppy. Guide cath: launcher ebu 3.5sh. Evaluation summary: analysis of the returned stent delivery system (sds) noted blood visible in the guide wire lumen and on the balloon and contrast in the inflation lumen, consistent with preparation and the sds being advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers. The proximal three rows of struts on the proximal end of the stent implant were flared and twisted. There was a small piece of what appears to be white tissue in one of the flared struts. There was a kink in the shaft 1 mm proximal to the proximal seal. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular. Factors which may contribute to resistance with a guiding catheter include, but are not limited to, manufacturing, damage to the stent, damage to the guiding catheter, or procedural technique. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all sds are 100% checked for damage and crimped stent profile. The distal and middle stent implant outer diameters were measured and met manufacturing criteria. The proximal outer diameters were not measured because of the damaged struts. The guiding catheter used in the procedure was not returned for analysis; therefore, it is unknown how it may have contributed to the reported event. An attempt was made to advance the sds into the luer of a new guiding catheter and resistance was felt at the flared struts. The sds would not advance any further through the luer. It is possible the sds was not properly supported during insertion and advancement in the guiding catheter, resulting in the stent damage as there was no damage noted to the stent during the inspection prior to use, which suggests a product deficiency did not contribute to the reported difficulties. Further, interaction with the guiding catheter and the damaged stent would have contributed to the reported resistance during retraction. Damage to the proximal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rotating hemostatic valve during retraction of the device. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to the reported event and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there is no indication of a lot specific product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent damage.

Event description:
It was reported that the procedure was to treat restenosis of a non-abbott stent in the proximal to mid left anterior descending artery, with mild tortuosity. Pre-dilatation was performed and the 2.5 x 28 mm xience v stent delivery system (sds) was advanced; however, during an attempt to position the stent, the sds met resistance, and the device could not be advanced. During removal, resistance was experienced again. The physician commented that the resistance was thought to be with the guiding catheter. After removal, it was noted that the proximal stent struts were flared. A 2.5 x 28 mm promus was used to complete the procedure. There were no adverse patient effects. No additional information was provided.